Event description:
It was reported that the patient was transferred in from another facility on (B)(6) 2024 with the intra-aortic balloon (iab) already in place. On (B)(6) 2024, the fiber optic sensor failed and the customer switched to the fluid column without issue. The iab was removed on (B)(6) 2024. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated field(s): b5. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the patient was transferred in from another facility on (B)(6) 2024 with the intra-aortic balloon (iab) already in place. On (B)(6) 2024, the fiber optic sensor failed and generated an alarm. The customer switched to the fluid column without issue. The iab was removed on (B)(6) 2024. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were observed on the catheter tubing and inner lumen approximately 16.1cm and 76.5cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 6.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).